Event description:
Pt 1: pt on v-v ECMO awaiting lung tx since (B)(6) 2012 at 2035. Entire ECMO circuit changed out urgently on (B)(6) 2012 at 0420 due to slight decrease in flows from 4.51/min to 3.41/min and clot visible on pump head outflow. Decision was made to switch entire circuit to cardiohelp as opposed to just a head replacement. Pt received double lung tx on (B)(6)and was successfully weaned from ECMO on (B)(6). Event abated after use stopped or dose reduced: yes.